Event description:
It was reported that the right ventricular (rv) lead triggered an alert for high impedance on the rv defib coil. However, normal measurement was seen with isometrics, positional changes, pocket manipulations, and a number of manual impedance measurements. A possible loose setscrew of the implantable cardioverter defibrillator (ICD) device was questioned. An x-ray showed evidence consistent with a connector pin or setscrew misalignment. Additional follow-up disclosed that no further testing or intervention has occurred since the post implant check. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).